Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer reported blood glucose level was 80 (mg/dl). The customer declined to upload the pump data for review by tandem technical support. Reportedly, the customer is using a different pump for insulin therapy.